Event description:
A negative result was obtained on a serum sample with human chorionic gonadotropin testpack plus combo. A quantitative test was performed with the acs 180 and was 51-53 miu/ml. An axsym result was also obtained which was 71.39 miu/ml.